Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had been in the hospital for a week now because of a fall and an x ray test was taken which confirmed that the ins had moved. It was also stated that the patient then stated having pain in the left leg and now has no feeling in their leg/foot for at least 4 days now. Patient also reported that they had a return of wetting the bed and leaking since the fall so the ins was not working right. The patient had the ins turn off but now it was currently on and was redirected to follow up with their health care professional. No further complications were noted or anticipated